Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed an infection under the lifevest. The patient's doctor instructed the patient to remove the device and prescribed antibiotics. Follow-up indicated that the infection healed.